Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and insulin pump was damaged. The blood glucose level was 140 mg/dl. There was crack on the back of the battery cap. The troubleshooting was performed for critical pump error. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.